Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. When the handle of the device was opened and closed, the actuator would not move. It appears that the shear pin connecting the actuator to the handle is disconnected. When excessive force is applied to the handle the shear pin will become disconnected from the actuator therefore not allowing for the grasper to open and close accordingly. It is possible that the user applied excessive force to the handle when using the device, therefore causing the failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopic procedure, the closing/opening mechanism on the customer's penetrating grasper straight is no longer moving the jaw to open or close. The sales rep stated that the issue was found before being used on the patient. The procedure was completed with another like device with no harm to the patient or delays to the case. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.